Manufacturer narrative:
Supplemental documentation changed/additional information added. D9 device available for evaluation -n/a. G6 type of report - follow-up, 01. H2 if follow-up what type? Additional information. H3 device evaluated by manufacturer - n/a. H6 type of investigation- (B)(4). H5 investigation conclusion - zcd00005/defect confirmed: unknown responsible party. H10 investigation report reads as follows: (B)(6) 2021 13:23:45 cst(ncoan): "review of the production records for both the complaint kit and the guidewire dispenser assembly found no non-conformances noted by production or quality control personnel during first article, in- process, or case packaging inspections. Evaluation of the provided photograph confirmed the customer's report. As a complaint sample was not available, one case of kits from the complaint lot was removed from inventory for evaluation. Visual examination of the samples did not identify any kinks or other damage to the guidewires. Dimensional inspection of each wire confirmed all were within specification. The guidewires were also subjected to a tortuous path test; no difficulty was noted during insertion or withdrawal during both tests. Although the evaluation was unable to positively identify a root cause, it should also be noted that a corrective action to further investigate complaints associated with guidewires included an analysis of the reported failures. This analysis noted that unraveling of the guidewire may occur when force is applied or when the guidewire is advanced against resistance."

Event description:
It was reported, "physician was placing a central line. When inserting the guidewire from the kit, the guidewire, would not advance through the catheter. When the doctor removed the guidewire, it was found that the guidewire unraveled and stretched out."

Manufacturer narrative:
It was reported, "physician was placing a central line. When inserting the guidewire from the kit, the guidewire would not advance through the catheter. When the doctor removed the guidewire, it was found that the guidewire unraveled and stretched out." Phone call placed to risk manager environmental safety, mon health, who provided additional information in regards to medwatch report mw5101718, received by medline 6/23/2021. Reporter confirms another central line was placed. Reporter states, she is "not sure if additional sedation was given because of the reported incident." Reporter confirms, "the incident did not cause immediate patient harm or additional monitoring." Reporter states, she does not know the current status of the patient. Reporter confirms the facility has the sample but will not be returning for evaluation. A picture was sent to medline for review on 7/8/2021. Due to the reported incident, medical intervention and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported, "physician was placing a central line. When inserting the guidewire from the kit, the guidewire, would not advance through the catheter. When the doctor removed the guidewire, it was found that the guidewire unraveled and stretched out."